Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 322 alarm was reproduced. A review of the event history log revealed system error 322 messages. A service history review revealed the current issue does appear as a repeat service event. The direct cause of the previous servicing was the link screw being out of adjustment. The link and link switch was adjusted. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be a faulty and not responding lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.